Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the liberty select cycler and liberty cycler set and the peritonitis. Additionally, there is no allegation of a liberty select cycler malfunction or deficiency, or cycler set defect reported for the event. The clinic reported the cause of the peritonitis event as unknown, however; the pdrn suspected a transmigration of the organism from the gut to the peritoneum. E. Coli is a normal flora of the gastrointestinal tract which may colonize in the aerodigestive tract and genitourinary tract. Peritonitis with this organism most likely results from touch contamination but sometimes from an exit-site or tunnel infection or from an intra-abdominal source. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being treated for peritonitis which was diagnosed on (B)(6) 2025. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 (no symptoms provided). A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient initiated antibiotic therapy with intraperitoneal (ip) ceftazidime (dose, frequency, and duration not provided). The cultures resulted positive for escherichia coli (e. Coli). The cause of the peritonitis is unknown. The patient did not report any bouts of diarrhea. The pdrn stated the organism must have migrated from the gut to the peritoneum. The patient was not hospitalized. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being treated for peritonitis which was diagnosed on (B)(6) 2025. Additional information was obtained through follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 (no symptoms provided). A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient initiated antibiotic therapy with intraperitoneal (ip) ceftazidime (dose, frequency, and duration not provided). The cultures resulted positive for escherichia coli (e. Coli). The cause of the peritonitis is unknown. The patient did not report any bouts of diarrhea. The pdrn stated the organism must have migrated from the gut to the peritoneum. The patient was not hospitalized. The patient is continuing ccpd therapy during recovery.